Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. The cause of the issue was due to host pc, which was not turning off with the system. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.